Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was non-compliant with anticoagulation and developed an outflow graft obstruction. The patient experienced low flow alarms. The patient was started on dobutamine and was admitted to the hospital. The low flow threshold was planed to be reprogrammed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be conclusively determined through this investigation as no images were provided by the account and no product was returned for evaluation. The controller event log file contained data spanning from 10oct2022 at 12:43:18 to 12oct2022 at 04:36:35, per the timestamp. From the beginning of the log file to 10oct2022 at 14:23:38, the estimated pump flow typically hovered around the low flow threshold of 2.0 liters per minute (lpm). From 10oct2022 at 14:23:46 to 10oct2022 at 14:32:37, fluctuations in estimated pump flow ranging from 0.0 to 3.9 lpm were captured. On 10oct2022 at 14:32:47 the estimated pump flow began to increase from 0.0 lpm and approximately 30 minutes later, it reached 3.7 lpm hovered around this value for the remainder of the log file. Numerous low flow alarms were active on 10oct2022 when the estimated pump flow was calculated to be below the low flow threshold. Despite this, the pump appeared to have been operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C contains the following information: section 4 describes the pump flow display and the hazard alarms. The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 5 contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Additionally, section 5 states: "components of the heartmate 3 left ventricular assist system that are supplied sterile are intended for single use only, and should not be re-used or re-sterilized." Section 7 describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was non-compliant with their anticoagulation regimen and experienced low flow alarms. The low flow alarms were initially believed to be due to a volume issue and the patient was administered albumin before being admitted. Once the patient was admitted, they were started on dobutamine due to low cardiac output, although the patient was asymptomatic. The patient was placed on a system controller with a low flow threshold of 2.0 liters per minute on (B)(6) 2022 while the center figured out the plan of care. Ultimately, the low flow alarms were attributed to an obstruction in the outflow graft and resolved after a stent was deployed in the outflow graft.